Event description:
It was reported by (B)(6) via sales that a (B)(6) female patient had both edwards aortic and mitral bioprosthetic valves explanted due to structural valve deformity after an implant duration of eight (8) years. Photos of both valves were provided by the account. This report addresses the mitral valve explant. For the aortic explant, see MFR report #2015691-2014-00038. No additional information has yet been provided.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, leaflet 3 had a tear at commissure 1, tear measured approx 2mm in length. Thickened and swollen tissue was noted commissure 1. Moderate calcification was observed in the cusp areas of leaflets 1 and 2, minimal calcification was observed in the cusp area of leaflet 3. Free margin of leaflet 1 exhibited minimal to moderate calcification. Host tissue was moderate to heavy on the tissue outflow and encroached onto the tissue by a greatest distance of 9mm. Host tissue was minimal on the tissue inflow and encroached onto the tissue by a greatest distance of 3mm. Host tissue was minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 6mm. Device evaluation indicates calcific tissue degeneration and host tissue overgrowth as the primary causes of the reported valve failure leading to this explant. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, it is likely that this patient's age (39 years old), medical history (rheumatic disease, double valve failures) and disease stage may have contributed to this event. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events. Note: this report addresses the mitral explant; for the aortic explant event on the same patient, see report #2015691-2014-00038.

Manufacturer narrative:
The explanted device has been arranged for return and evaluation; however, it has not yet been received by edwards. Moreover, patient records are pending release. A supplementary report will be submitted with device evaluation, review of records, and event conclusions once completed. This report addresses the mitral valve explant. For the aortic explant, see MFR report #2015691-2014-00038. No additional information has yet been provided.

Event description:
Patient underwent successful redo prosthetic aortic and mitral valve replacements after implant durations of approximately eight (8) years. The provided operative report indicates, " this is a (B)(6) woman who had 2 previous valve operations for rheumatic disease. As hoped, she had a family while she had the tissue valve. And returned with prosthetic stenosis." Operative findings indicate, " interestingly, both valves, the leaflets themselves were not very heavily diseased, but, in both, the struts were in contact with the aorta or with the adjacent ventricle and fibrotic tissue had grown from the adjacent structure across and onto the valve leaflets, this pannus was the cause for the prosthetic stenosis. The atrial side of the mitral valve had no pannus visible. It was only on the ventricular side."